Event description:
It was reported, that a spectrum iq pump alarmed system error 343 (motor high rate error). And under infusing, during norepinephrine therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a failure rate not infusing as expected (slower than expected) was not reproduced but evaluation observed over-infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. During functional testing, a system error 343 alarm was not reproduced. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.